Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer states the insulin pump was exposed to fluid/moisture as pump was immersed in water. Customer states the pump display went blank immediately after pump exposure to moisture. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit passed displacement test and self-test. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit was received with cracked case at the display window corners and display window. Unit was received with minor scratched display window and case.